Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient's ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted to address the issue.